Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) lost stimulation. Reprogramming was unable to provide stimulation. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported effective therapy. The device lot number and implant date were requested, but have not been provided to the manufacturer.